Event description:
It was reported when a new battery was received it was noticed that there had been a leakage of battery acid from the new battery. This was detected during service before installation. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our company service engineer detected a leak of acid from the recently delivered backup battery when unpacking it. According to received information, the delivery box was not damaged. Based on the above information, we have not been able to determine the true cause of the battery issue other than that it had a leakage upon unpacking the delivery box. It is likely that the battery got damaged during the transport.

Event description:
Manufacturer's reference #:(B)(4).